Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a stopcock inserted. There tip of the device was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. A visual and microscopic examination found that a stent strut on the most distal row was raised off the balloon material and bent towards the tip. Stent damage at the distal end of the stent is consistent with meeting an obstruction during the advancement of the device. This damage may have initially occurred during the advancement of the device and may have been further aggravated during the withdrawal of the device bending the strut towards the tip. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerband profile. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. After a guide catheter was engaged to the vessel and a guide wire crossed the lesion, dilatation was performed with a semi-compliant balloon catheter followed by intravascular ultrasound (ivus). Subsequently, a 20 x 2.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the proximal side of the lesion. The device was then removed from the patient and upon inspection, it was noted that the distal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. After a guide catheter was engaged to the vessel and a guide wire crossed the lesion, dilatation was performed with a semi-compliant balloon catheter followed by intravascular ultrasound (ivus). Subsequently, a 20 x 2.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the proximal side of the lesion. The device was then removed from the patient and upon inspection, it was noted that the distal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.